Manufacturer narrative:
Event date was not provided and has been estimated. Manufacturer investigation conclusion: damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19may2015. The heartmate ii lvas instructions for use (IFU), document (B)(4), rev. H and the heartmate ii patient handbook document (B)(4), rev. G are currently available. Sections 6 and 8 of the hm ii IFU, as well as sections 4 and 6 of the hm ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline was rescue taped due to a tear in the silastin. The site reported this damage appeared to date back to 2016.